Event description:
Reporter stated that over the last several weeks the pt has a problem with infusion sets breaking and disconnecting from their body. As a result, the pt experienced high blood glucose (in the 300's [mg/dl]. Pt self-treated high blood glucose by bolusing.